Event description:
It was reported that the system monitor touch screen was damaged, the compact flash card slot and the liquid crystal display modules were not functioning as intended.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the system monitor (serial #: (B)(6) ) was returned for analysis to the european distribution center (edc) and it was noted that there was damage to the touchscreen, and that the compact flash (cf) card slot and liquid crystal display (lcd) module were not functioning as intended. The unit powered on as intended. It was found that the lcd module and cf card slot were not functioning as intended. The main printed circuit board (pcb), lcd module, touch screen, and front bezel were replaced. Preventative maintenance was performed. The main pcb and lcd module were forwarded to product performance engineering (ppe) for further analysis. Upon further analysis with ppe, the main pcb was in unremarkable condition. The main pcb was inserted into a test system monitor and was able to operate as intended. A compact flash card was inserted into the cf card slot and was able to be removed. The issue with the cf card slot was unable to be reproduced. The lcd module had a damaged cable. The cable was replaced, and the lcd module was inserted into a test system monitor. The screen was distorted. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The device history records were reviewed for the system monitor (serial #: (B)(6)) and the system monitor was found to pass all manufacturing and quality assurance specifications. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.